Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the purge pressure increased, and the purge flow rate decreased. Reportedly, the purge cassette was replaced with no resolution. The decision was made to replace the impella. No patient harm was reported.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed. The impella pump was returned for investigation. No data logs were returned for this investigation. The pump was visually inspected, and biomaterial was found wrapped around the base of the impeller and in the purge gap. The root cause of the high purge pressure is most likely biomaterial. The confirmation of the timing of the ingestion could not be confirmed as no data logs were returned. This report is being filed as part of a retrospective review of historical records.